Event description:
It was reported, the customer received weak signal alerts and lost sensor alerts. Customer also stated their threshold suspend feature would be prompted from inaccurate sensor glucose readings. The customer's blood glucose was 90 mg/dl and their sensor glucose reading was 40 mg/dl. The customer inquired why their threshold suspend alarm was triggered when their blood glucose was above the threshold limit. Customer stated they calibrated four times a day. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.